Manufacturer narrative:
There were no device deficiencies found during the initial evaluation of the returned platform. The autopulse passed the initial functional test without any fault or error. No physical damage was noted during the visual inspection. Review of the archive data indicated the platform stopped after 313 compressions due to the user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error, unrelated to the reported complaint. The load sensing system has detected a weight/load imbalance between the two load cells, checked during compression and power-on-self-test. Load cell characterization test was performed and both load cells were out of specification. In addition, the platform was tested with large resuscitation testing fixture, (lrtf) equivalent to 250-pound patient and platform failed after 5 minutes with the user advisory (ua) 02 (compression tracking error) error message confirming load cells failure. After replacing the defective parts, the platform was further tested with large resuscitation testing fixture, (lrtf) equivalent to the 250-pound patient and passed all functional testing criteria and met all required specifications. During the testing, the device compression depth was within the specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4). Rib fracture is expected adverse event for both manual and mechanical cprs. Large randomized clinical trials (circ, linc) showed no difference in the event rate for rib fracture between the manual compression arms and the mechanical compression arms. The safety monitoring boards for both studies determined there was no new risks identified and no risk concerns with the trials. The aha guidelines 2000 states, "even properly performed chest compressions can cause rib fractures in adult patients." The guidelines further state, "concern for injuries that may complicate CPR should not impede prompt and energetic application of CPR. The only alternative to timely initiation of effective CPR for the victim of cardiac arrest is death." In this case, the autopulse platform (sn (B)(4)) was used during a call on (B)(6) male patient in cardiac arrest who had medical history of chemotherapy treatment for kidney and liver cancer. The patient had been down for an unknown period of time prior to ems arrival, and was in asystole through the entire event and never presented a shockable rhythm. The crew performed ten manual compressions prior to using the autopulse platform. The patient was placed on the platform and compressions were continued for about 5 minutes when the crew member overheard a "pop" sound. The fractured ribs were suspected near the armpits and the rib puncture was observed. It is believed ribs may have also punctured a lung. Rosc was not achieved. Rib fracture can be caused by manual CPR as well as with the mechanical CPR, especially in this predisposed patient who was in cardiac arrest and had medical history of chemotherapy treatment for kidney and liver cancer. The patient had been down for an unknown period of time prior to ems arrival, and was in asystole through the entire event and never presented a shockable rhythm. In the same time the connection of the reported injury to using autopulse cannot be ruled out. The event of rib fracture was possibly related to the autopulse device. The patient's death was not related to the autopulse device. In this case, the autopulse platform (sn (B)(4)) was used during a call on (B)(6) male patient in cardiac arrest who had medical history of chemotherapy treatment for kidney and liver cancer. The patient had been down for an unknown period of time prior to ems arrival, and was in asystole through the entire event and never presented a shockable rhythm. The crew performed ten manual compressions prior to using the autopulse platform. The patient was placed on the platform and compressions were continued for about 5 minutes when the crew member overheard a "pop" sound. The fractured ribs were suspected near the armpits and the rib puncture was observed. It is believed ribs may have also punctured a lung. Rosc was not achieved. Base on available information, the patient was in asystole before autopulse platform (sn (B)(4)) was used and the patient had been down for an unknown period of time prior to ems arrival. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(4) ) was used during a call on (B)(6) male patient in cardiac arrest. Patient's medical history included: chemotherapy treatment for kidney and liver cancer. According to the reporter, the patient had been down for an unknown period of time prior to ems arrival. The crew performed ten manual compressions prior to using the autopulse platform. The patient was placed on the platform and compressions were continued for about 5 minutes when the crew member overheard a "pop" sound. The fractured ribs were suspected near the armpits and a rib puncture was observed. It is believed the ribs may have also punctured a lung. Rosc was not achieved, the patient was in asystole through the entire event and never presented a shockable rhythm and patient expired. No functional issue was reported on the autopulse platform. No further information provided. The lifeband was disposed of by the user.